Event description:
The second report of two from the same facility. The rod support clamp assembly and flex arm of the budde halo broke easily and often. The patient was under the effects of anesthesia for an hour as a result of the surgical delay. There was no injury involved with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.